Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), product type: catheter.

Event description:
Information was received from a healthcare provider and a patient who was receiving baclofen at an unknown dose and concentration via an implantable infusion pump for intractable spasticity and spinal cord injury/spinal cord disease. It was reported that the patient's catheter and anchor "pulled out." It was reported the patient could not move and everything was locked up. The patient stated they had nothing but problems with the pump. It was reported the catheter kept pulling out. The patient had a dye study done and it showed the anchor had dislodged. The patient had a magnetic resonance imaging (MRI) session. The patient stated they were high risk and they cannot find a surgeon. The patient reported they were in so much pain they could not breathe. It was stated the dose was 149 point something. The exact dose and concentration was unknown. The patient stated they are now incontinent and can't walk. The patient stated they went through baclofen withdrawals, was sweating, had a high temperature, and hard time breathing so they called 911. The patient stated they went to a hospital in florida and they couldn't locate another healthcare provider (hcp) reinsert the catheter tube into the spinal cord because the catheter and anchor had been pulled out. The patient stated their body was going into apathy. The patient was stabilized on oral baclofen. The patient received a 10mg pill 4x a day. The patient had a pre-existing condition of being quadriplegic from breaking their neck. It was reported by a hcp that they were trying to get in touch with a surgeon that will work with the patient. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) and a consumer on (B)(6) 2017. It was indicated that the hcp called with the consumer included in the call also and requested that a manufacturer's representative come out to check the pump and ¿do an adjustment to the pump.¿ the current drug was baclofen [150 mcg/ml] at an unknown dose. It was stated that the patient was in the hospital now, a rehabilitation hospital and that the pump managing hcp ¿works with¿ the manufacturer but didn¿t have enough patients so they didn¿t have the clinician programmer device anymore. The patient was coming off (weaning) the oral baclofen and adjusting the pump medication as when the ¿pump went bad¿ they put the patient on oral baclofen. It was detailed that the catheter issues previously reported had all been ¿taken care of¿ and ¿fixed¿ and that going on two weeks now as of (B)(6) 2017 the patient had been in the rehabilitation hospital from getting the catheter issue fixed. The patient was in the rehabilitation hospital to learn how to walk again as their muscles were so stiff and there was ¿a lot more to it.¿ the patient was doing therapy and would stay there until they got better. It was stated that on (B)(6) 2017 a manufacturer's representative came out when the patient was at the hospital and then they transferred the patient over to the rehabilitation hospital to get the patient back on their feet again. It was also reported that on friday (B)(6) 2017 the hcp did a catheter dye study test and found there was a kink in the line or a clog in the line. It was indicated that there was actually a manufacturer's representative who came into the operating room (or). It was noted that they ¿blew out the line¿ and got everything flowing correctly and there was no surgery needed on the pump because they were able to clear the catheter line and everything was resolved. It was indicated that the hcp was redirected to page a representative for next steps and that the hcp would send the patient to their managing hcp if needed. The patient¿s current status was hospitalized with their situation being addressed by the hcp. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.